Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 21:14:09. During night drain cycle eight, the patient's ultrafiltration reading was 613 ml, indicating the home patient (hp) drained 613 ml more than their maximum programmed fill volume of 1000 ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including initial drain. Homechoice apd systems patient at-home guide describes the procedure for bypassing a low drain volume alarm. If any additional relevant information is received, a follow-up report will be sent.